Manufacturer narrative:
The investigation of the returned web system found the pusher kinked at the distal and proximal section. Furthermore, the device could not be retracted into the returned introducer during the investigation due to the kinked condition of the pusher, which is consistent with the re-sheathing issue described in the reported event. However, the investigation did not observe the twisting/indented condition on the web implant described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
No additional information received regarding the event.

Event description:
As reported: the web was deployed in the aneurysm and wasn't sitting right, looked like it was twisted/indented under cta. When re-sheathing, dr. Said it felt tight and rough retrieving the web into the microcatheter, so the dr. Opted to remove completely. Dr. Was unable to re-sheath the web, felt a lot of resistance. Case wasn't completed - came back for retreatment a month after the initial procedure. Retreatment wasn't completed and patient will be brought back a third time. It is an incredibly tricky aneurysm to treat even without the difficulties with deploying the web, looking at other options for treatment now, i.e. Flow diversion or potentially clipping if unable to treat endovascularly. Patient is well post procedure.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.